Event description:
It was reported that the patient was sedated when the generator was turned on. An error message 495 (rf power supply self-test error) appeared. They turned the generator off and on again, but the same message appeared. The surgery was cancelled. It was later reported that the fan makes a very loud noise. There was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
The rezum generator was returned for analysis. The reported device displays 495 rf power supply self-test error and noise issue complaints were confirmed. The bovie rf power supply was replaced, and the issue was resolved. The generator received all required updates as per upgrade checklist and the generator passed full functional and electrical safety testing. Device displays 495 error and noise issue complaint was most likely caused by an electrical failure with the bovie rf power supply. The fan noise was due to the electrical fault with the power supply. The product record review did not identify any potential product quality issue or any new patient harm. Therefore, it can be concluded that the electrical failure was the most probable cause of the complaints. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient was sedated when the generator was turned on. An error message 495 (rf power supply self-test error) appeared. They turned the generator off and on again, but the same message appeared. The surgery was cancelled. It was later reported that the fan makes a very loud noise. There was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.